Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter fracture is confirmed but the exact cause remains unknown. Four photo samples of a 4 fr groshong catheter were provided for evaluation. The first image shows the catheter outside of patient use. Blood residue is visible on the extension leg and catheter surface. A complete fracture is visible approximately 6 cm from the proximal end of the catheter. The break surface characteristics cannot be clearly inspected from the image provided. The second image shows the same catheter in a similar condition. The third and fourth image is of literature. A product sticker label is attached to the document which indicates lot: reds2339. Based on the image provided, possible contributing factors include tensile damage, material fatigue caused by repeated kinking, and sharp instrument damage. Since a complete break in the catheter was observed from the image provided, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after a patient completed infusion with a catheter, the catheter was found ruptured internally. This led to additional costs for the patient to remove the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds2339 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after a patient completed infusion with a catheter, the catheter was found ruptured internally. This led to additional costs for the patient to remove the catheter.